Event description:
It was reported that the tissue retaining pin would not line up and the anvil was damaged. Used another device to start and complete the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the device arrived with the anvil no riveted to the hooks due to an incorrect assembly and with a cartridge present. The cartridge was rec'd fully loaded with staples. The device was tested for functionality and while closing the device, the anvil snapped into place, allowing for some staple formation. However, the staple formation was high as the anvil was pushed further when the device was fired. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was completed. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the mfg process.